Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged there was a button/keypad (tactile changes w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the alleged unresponsive keypad issue. The pump was opened for investigation and revealed moisture corrosion on the printed circuit board and on the bolus button pins. Leak testing revealed moisture leakage into the pump through a puncture hole in the audio bolus button cover. The audio bolus button responded normally when tested.